Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2015-06437.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2.reference MFR. Report # 1627487-2015-06437.it was reported the patient's entire scs system was explanted and replaced during surgery on (B)(6) 2015 due to ineffective stimulation as well as stimulation in the wrong location. The patient's ipg was electively replaced in order to take advantage of new technology. Effective stimulation was reportedly restored postoperative.